Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 128mg/dl and the sensor glucose was 59mg/dl at the time of the incident. The customer was treated with juice for the low readings. The customer's mother stated that the sensor fell off the customer's body and they saw that cannula was bent. The customer's mother also stated that the customer experienced a high blood glucose of 432mg/dl and treated with injections. The customer's mother declined troubleshooting for the bent cannula and the low and high blood glucose level readings. The sensor will be returned for analysis.